Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had a partial display. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump screen was fuzzy for the last month. Troubleshoot was performed. The customer was advised to the insulin pump need to be replaced and to revert to the back-up plan. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, self test and displacement accuracy test. Insulin pump passed the delivery accuracy test at 0.08440 inches. No missing segments/partial display noted.